Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that noise leading to significant oversensing was observed on the right ventricular lead, leading to appropriate activation of secure sense algorithm, and shock inhibition. The patient did not receive any inappropriate therapy. Programming changes to increase detection intervals were made. The patient was to be monitored remotely. The patient was stable with no adverse effects.